Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during follow-up in clinic, lead dislodgement was noted. Lead was explanted and replaced. Patient was fine post-procedure.